Manufacturer narrative:
The device was not returned; however, the lot number was provided. The review of the device history record for this lot did not produce any findings that attributed to this incident. We were not able to establish a root cause based on the available information. Based on the available information, it was not possible to determine the exact failure reason that was experienced during the procedure.

Event description:
It was reported the stent was found to be partially deployed when the package was opened. Another stent was used without any problems. There was no pt involvement. No add'l info available.